Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation through the fallopian tube into the uterus"), genital haemorrhage ("excessive bleeding") and crohn's disease ("crohn's disease") in a (B)(6) female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation (one-time procedure) in 2006, c-section (child birth) in (B)(6), uterine dilation and curettage (excessive bleeding) from 2005 to 2006, parity 1 ((B)(6)), gravida I and breech presentation. Previously administered products included for pregnancy: ortho tri-cyclen from 2003 to 2004. Concurrent conditions included nickel sensitivity, body mass index normal and psychological disorder nos. Concomitant products included adalimumab (humira) for crohn's and panadeine co (tylenol #3) for headache and pain. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pain ("aches"), hypoaesthesia ("numbness in the arms"), dyspareunia ("pain during intercourse (severe and persistent)"), amnesia ("memory loss") and vulvovaginal pain ("vaginal pain ( severe and persistent during intercourse)"). In 2009, the patient experienced headache ("severe headaches (severe and persistent)") and arthralgia ("joint pain (severe and persistent)"). In 2011, the patient experienced abdominal pain upper ("stomach pain (severe and persistent)"). In february 2015, the patient experienced crohn's disease (seriousness criterion medically significant) with fatigue. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort (severe and persistent)"), device expulsion ("perforation through the fallopian tube into the uterus"), hypersensitivity ("hypersensitivity reaction to nickel") with rash and genital herpes, depression ("depression"), anxiety ("anxiety") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (essure removed by partial-hysterectomy leaving ovaries). Essure was removed on (B)(6) 2014. In 2012, the abdominal pain upper had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, crohn's disease, amnesia, vulvovaginal pain, pelvic discomfort, device expulsion, hypersensitivity and treatment noncompliance outcome was unknown, the pain and hypoaesthesia was resolving, the headache, dyspareunia and arthralgia had not resolved and the depression and anxiety had resolved. The reporter considered abdominal pain upper, amnesia, anxiety, arthralgia, crohn's disease, depression, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, pain, pelvic discomfort, treatment noncompliance and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on an unknown date: undergone essure confirmation test most recent follow-up information incorporated above includes: on 27-nov-2017: pfs received- case became valid and incident in the follow up. Reporter, concomitant history, concomitant drugs, historical condition, historical drug, indication added, lab data added. Event severe and permanent injuries was replaced with events fatigue, aches, numbness in the arms, rashes on various parts of body such as (stomach, back, and face),severe headaches, pain during intercourse, stomach pain, joint pain, persistent pelvic pain, memory loss, crohn's disease, vaginal pain, discomfort, excessive bleeding, perforation through the fallopian tube into the uterus, partial expulsion, abdominal pain, unable to wear non-gold jewelry without a breakout or infection, hypersensitivity reaction to nickel, depression, anxiety were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.